Event description:
Report received from USA, stating that the devices cutter cannot be secured. It is known that the event did not occur during surgery, it is known that there was no pt/user injury; however it is unk if there was medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).